Event description:
It was reported that the guide wire was being used to rewire an in-stent stenosis, and it got tangled in the stent strut. Upon removal of the guide wire, the tip detached and it was left in the patient, in the stent strut. There was no intervention performed to remove the guide wire tip.